Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR): the manufacturing process and final device inspection ensures that non-conforming product is not released into the distribution chain. Failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts; general maintenance and cleaning performed.. Root cause - complaint confirmed via inspection of the unit. There was movement present in the lock and the unit required replacement of worn internal parts due to routine use and wear. This unit is beyond integra¿s 7 years recommended life cycle (manufactured 2010). Additionally, improper or suboptimal placement of the skull clamp on the patient can contribute to slippage or movement of the patient's head. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) easily rotates between lock and unlocked. Additional information received indicates that the device slipped causing a laceration to the patient's face. Delay in surgery and patient outcome is unknown.